Event description:
It was reported that during the use of a balloon catheter, a recurring issue was observed where the balloon was kinked from the first inflation before starting any freezes. This issue was noted in a cardiac ablation procedure using cryotherapy. The account has noticed a significant increase in kinked balloons. The patient was not under general anesthesia, and there were no symptoms or complications related to the event. The product was replaced by a medtronic product. The case was completed without the need for medical or surgical intervention to prevent permanent impairment, and it did not lead to or extend patient hospitalization.

Manufacturer narrative:
Product event summary: the data files, photo, and afapro28 balloon catheter with lot number 22034 were returned and analyzed. The received files were analyzed using the applicable field service manual. The case file showed at least seven applications were performed with a non-returned on the reported event date without any system notice or anomaly. In the fault file, the following fault message was found on the reported event date indicating n-027 the system has detected an unexpected temperature during system flush. The attached image showed the balloon catheter under fluoroscopy who seams to be bent. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data was reviewed. Data indicated the catheter was used for three applications. However, the catheter usage date recorded on the smart chip 2024-11-28 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the infl ation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation, a guide wire lumen kink was observed inside the balloon segment. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.15 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow was glued to the hypotube-pushbutton assembly. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.